Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right total hip replacement: (B)(6), (B)(6) 2019. Patient underwent a total hip replacement approx 12 years ago, using corail stem and asr acetabular components. Presented to surgeon with pain and decreased range of movement. Surgeon suspected loosening or metalosis around femoral stem. Components all removed at revision, surgeon stated that there was little evidence of any metalosis and suspects cause as aseptic loosening. Revised to gription acetabular shell with screws and lipped marathon liner, and cemented stem (non-depuy product). Male patient.